Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open pneumonectomy, the knife did not return after it moved forward all the way at the first firing. The device was used between the upper and lower lobes of the left lung by pulse-firing. The manual override lever was used to release the device since the knife reverse switch did not function. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.